Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device logs. Review of the device logs confirmed the occurrences of the reported "battery inoperable" alarm and total power failure. The investigation determined that the reported events were due to an isolated component failure within the device battery assembly. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the battery inoperable alarm and unexpected restart were both single occurrences and could not be reproducible during in-house testing. The device functioned within specifications and there was no fault found with the returned unit. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a "battery inoperable" alarm resulting in the unexpected restart of the device. There was no patient injury reported as a result of this incident.